Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: when the device is turned on, a self-test error occurs, ventilation is not available. The battery icon on the module does not light up.

Event description:
The following was reported to hamilton medical ag: summary: when the device is turned on, a self-test error occurs, ventilation is not available. The battery icon on the module does not light up.

Manufacturer narrative:
Hamilton medical ag: comes to the conclusion: see cer (B)(4).